Manufacturer narrative:
E1: initial reporter phone: (B)(6).

Event description:
It was reported that the device got stuck. The 70% stenosed, with a length of 16mm and a diameter of 3.0mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device got stuck. The procedure was completed with another of the same device and the patient remained stable.

Manufacturer narrative:
E1: initial reporter phone: (B)(6). Device evaluated by manufacturer: the device was returned for analysis. Inspection of the device did not identify any damages or defects. As the rotawire used in the procedure was not returned, a test rotawire was used for analysis. During analysis, after connecting the related advancer to the burr catheter, the test rotawire was able to be fully inserted and removed from the device with no resistance or issues. The related advancer returned for further analysis and was selected to test connection of the burr catheter which was able to connect and disconnect with the burr catheter without issue or resistance. These devices, once connected at the handshake connection, were then connected to the rotablator console control system. When the foot pedal was pushed the device reached and maintained optimal rpm with no resistance or issues. A photo of rotalink burr packaging was attached to the complaint record, but no evidence of the reported events was present within the attached photo.

Event description:
It was reported that the device got stuck. The 70% stenosed, with a length of 16mm and a diameter of 3.0mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device got stuck. The procedure was completed with another of the same device and the patient remained stable. It was further reported that the device got stuck in the lesion and a burr resistance was felt when loading the wire. The rotawire and burr were removed together as one unit.

Event description:
It was reported that the device got stuck. The 70% stenosed, with a length of 16mm and a diameter of 3.0mm, target lesion was located in the moderately tortuous and severely calcified left anterior descending artery. A 1.75mm rotalink burr was selected for use. During the procedure, it was noted that the device got stuck. The procedure was completed with another of the same device and the patient remained stable. It was further reported that the device got stuck in the lesion and a burr resistance was felt when loading the wire. The rotawire and burr were removed together as one unit.

Manufacturer narrative:
E1: initial reporter phone: (B)(6).